Manufacturer narrative:
A replacement pump and transformer was sent to the customer. The product was received on (B)(4) 2014 and evaluated on (B)(4)2014, the transformer was determined to be breached. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). A visual examination of the power supply revealed the transformer housing was breached near the prongs, exposing inner electrical circuitry. A visual examination of the cord revealed no exposed wires. The power supply was plugged in and the voltage across the dc plug was measured at 13.37 vdc, which indicates that it is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 55.1 ohms, and indicates that the thermal fuse did not blow. Smoke, fire and sparking were not observed while the power supply was plugged in.

Event description:
The customer reported to customer service that her pump in style breast pump had low suction. When the product was received on (B)(6) 2014 at medela, it was determined by qe on (B)(6) 2014 to be breached, which is a safety risk.